Event description:
This complaint involves a report from a foreign health authority agency that a consumer experienced a corneal abscess with fusarium, which had a favorable outcome with amyhothericine b collyrium treatment. No other information was provided. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was reported as z00062y2. However, the reported lot is not a valid ciba vision lot number. The device has not been received for analysis. The lot number is not valid, therefore, further investigation cannot be performed. A trend related investigation is currently in process. A follow-up medwatch will be filed upon completion of the trend investigation. (B)(4).